Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
On (B)(6) 2015, it was reported that approximately one year ago, the patient had withdrawal because the pump went dry. The pump system was being used to infuse dilaudid (10 mg/ml at 0.059 mg/day). No interventions or outcome were reported regarding this event. Further follow-up was conducted to obtain this information. If additional information is received, a follow-up report will be sent.